Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Reporter stated that patient received the following results on an aviva system compared to a hospital meter within 2 minutes: 108 mg/dl (hospital meter) and 276 mg/dl (aviva meter). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the test strips are not available to return for evaluation.